Event description:
Unomedical reference number (B)(4). Foreign: (B)(6). On (B)(6) 2022, the patient reported an issue with the infusion set's cannula which got peeled off her skin. She had issues with it sticking to her skin because she had to replace them several times because it just kept falling off. She does not know how long it had been off her skin, but she suspected it have led to high blood glucose levels. At the time of the incident her blood glucose level was 34 mmol/l. Consequently, on (B)(6) 2022, she was admitted to the hospital as she had vomiting, high blood glucose levels and ketones as 1.8 mmol/l. Moreover, she experienced diabetic ketoacidosis and had covid vaccination before the event. During hospitalization, she was administered intravenously with some unspecified medication and insulin via pen as corrective treatment. Moreover, she was hospitalized for three days. Currently, her blood glucose level was 6.4 mmol/l. No further information available.